Manufacturer narrative:
The guidewire was returned with approximately 10.5 cm of the distal tip missing. Analysis of the cross section at the break point showed the failure of the corewire occurred due to torsional overload. (B)(4).

Event description:
Treatment of an avm. It was reported the guidewire broke off inside the catheter during navigation. Both devices were successfully removed from the patient. No patient injury reported.